Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the index procedure is unknown. Currently the patient has continued disease progression with aortic neck dilatation, aneurysm morphology change, a reverse conical aortic neck that ranges from 17 mm to 25 mm in diameter and is very small at the renal arteries. It was reported that at the time of the index procedure the stent graft implanted was oversized. The patient returned for a routine follow up and it was noted that the stent graft has migrated distally 3 cm. The physician elected to implant two endurant aortic cuffs and the migration was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (disease progression, aortic neck dilatation, reverse conical aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation, reverse conical aortic neck).